Event description:
The customer reported that the device failed to power up. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to power up. There was no reported patient involvement. A philips field service engineer evaluated the device and confirmed the failure. Multiple parts were replaced to resolve the issue. After passing all performance assurance tests the device was returned to the customer. No further communication was requested and none is warranted. We are considering this a malfunction but we cannot determine the cause because multiple parts were replaced.